Event description:
The customer reported via phone call that she had a high blood glucose due to a site that was unpeeled and came loose. Customer's blood glucose was 477 mg/dl at the time of the incident. Customer was advised to monitor the problem and call back if issues persist. Customer mentioned that she needs a replacement battery cap because it is getting harder to get the cap off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.